Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that for 3 months now, they have noticed that their charging duration have increased. Patient stated that they use to charge the implant from 0% to 100% in an hour to an hour and 20 minutes, but for 3 months now the charging duration would take 2 hours to charge the implant from 0% to 60%. Patient stated that the controller would show an excellent charging quality all throughout the charging session, but the implant would take 2 hours to charge from 0% to 60% and by then the controller battery would need to be charged again in order to continue charging the implant. Patient stated that they would always start charging their implant with the controller battery at 100% so it was odd for the controller to deplete even before fully charging the implant. Patient also mentioned that the recharger paddle would get warm after charging the implant. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.